Manufacturer narrative:
Additional information: d10, e1(prefix, first name, last name), e2, e3, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. The adapter showed end of life and the remove reload screen. Evaluation of the adapter log showed that the adapter had a clamp test error however the main screen indicated that the strain gauge was still functional and in the appropriate range. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected unreported conditions of being unable to load the adapter and of premature end of life that have no relationship to the reported condition. Replication of being unable to load the adapter may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. The root cause of the observed damage was due to the product not being used as intended which caused or c ontributed to the reported condition. No further actions have been deemed necessary at this time. The root cause of the observed condition of premature end of life was determined to be a result of a manufacturing activity. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, at fourth firing, after the side to side anastomosis of the gastro jejunostomy with the reload, at the insertion port closure, it did not advance halfway and stopped firing. It was also reported that unformed staples scattered upon opening the jaws. It was also stated that the adapter was checked using a demo power handle and it did not turn green and could not be used. The surgical procedure was extended by less than 30 minutes. Another device was used to complete the procedure. There was no patient injury.